Event description:
The customer went to the emergency room (ER) due to an elevated blood glucose (bg) level. The customer's continuous glucose monitor displayed "high", but a specific value was not provided. While in the ER, the customer was treated with intravenous saline and insulin. The customer was released from the ER 5-6 hours later with no permanent damage. The cause of the reported issue was undefined damage to the cartridge.